Manufacturer narrative:
Act, esc and down arrow buttons did not respond due to corroded keypad traces. Unable to perform run current test, self test, off no power test and displacement test due to button keypad anomaly. Device passed idle current test. Unable to verify battery power loss alarm due to button keypad anomaly. Time advanced properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 104 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported that the insulin pump alarmed battery out limit after battery change and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.